Manufacturer narrative:
An intuitive surgical, inc. Field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive the da vinci product involved with the complaint to perform failure analysis. The integrated electrosurgical unit (iesu) has been returned and evaluated by the failure analysis team. The errors were confirmed upon reviewing the system logs. Visual inspection did not reveal any issues related to the reported event. Functional testing was performed using an in-house system platform. The iesu powered on and successfully cauterized across all ports and instruments without issue. A review of the internal log revealed errors c00 and m02. The probable root cause is attributed to a faulty generator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that erbe integrated electrosurgical unit (iesu) had an error. The customer mentioned that force triad generator was used to continue with the procedure. After, isi clinical sales representative (csr) called back to report that since the customer had issues with forcetriad generator, the surgeon elected to convert the procedure to laparoscopic surgery. There was no reported injury. Intuitive followed up with the robotic coordinator and obtained the following additional information: the issue reoccurred on 05-jan-2026. They did not know further details.